Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 487mg/dl at the time of incident and current blood glucose was 107 mg/dl. Customer was not sure how many carbs so she put in 52 carbs for correction and noticed bolus was not delivered from bolus. The customer was treated with bolus. Customer was troubleshooting for high blood glucose. The insulin pump and reservoir will not be returned for analysis.